Event description:
The outer cannula separated from the flange swivel connector on one size 8 dct, disposable cannula low pressure cuffed tracheostomy tube. The pt, who is ventilator dependent required emergency medical intervention. The 8 dct device was removed and replaced with a second device, pt was resuscitated and ventilation was resumed. The pt is reportedly in stable condition. The 8 dct device was in use less than twenty-four hours. Add'l info regarding the event, including identification and functionality of related concomitant products has been requested. As of the date of this submission, the info has not been provided.